Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was that they needed to get the device out of their body. The patient was very frustrated about their ins. The patient stated that the battery was hurting them. Patient stated that they were so skinny and that the ins battery was sticking a quarter of an inch out of the skin and pressing on the inside of the body. Patient said that every day when they got up they could hardly move because the device was hurting so bad. The patient mentioned their ins was sticking out. They mentioned it was right in the middle of their back in the left side. The patient only weight 140 lbs and they couldn't wear a belt because it was on their belt line. Patient service sent the patient physician listings via email.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.